Event description:
The hospital reported that during an endoscopic vein harvesting procedure, when the bisector was activated, it did not work. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Event description:
It was reported via a trial that on (B)(6) 2008, the patient underwent direct stenting in the mid left anterior descending artery with one 2.5 x 15 xience v stent. On (B)(6) 2010, the patient expired of unknown cause. An autopsy report and death certificate are not available. The patient's use of aspirin and clopidogrel was ongoing. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.(B)(4) direct stenting.the stent remains in the patient. The lot number was provided. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that the xience v stent was implanted via direct stenting, it should be noted that the xience v IFU states: pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. It cannot be determined whether the IFU deviation contributed to the reported patient effect.